Event description:
Reportedly, during use, the ventilator displayed an apnia error in the message window and when the hospital caregiver was trying to shut off the alarm. The ventilator reportedly froze and then shut down. There was a high pressure alarm when the ventilator shut down to alert the caregiver that the ventilator was no longer ventilating the pt. The pt's color reportedly changed, however there was no permanent pt injury reported.

Manufacturer narrative:
Initial eval of this event did not consider a malfunction to have occurred, so initially this issue was no determined to be MDR reportable. Subsequent eval of the returned device finds this event to now be MDR reportable as a malfunction did occur. Eval summary: testing of the returned ventilator found it to pass all test parameters. In addition, it passed a full calibration test. In summary testing was unable to reproduce the reported failure. However, the system error count in the ventilator shows that the ventilator had three abrupt shutdowns at some point. The main board will be forwarded to the manufacturer for further eval. Testing of returned ventilator was unable to reproduce the reported failure, however, the system error count in the ventilator shows that the ventilator shut down at some time.